Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleging pca burnt. There was no report or medical intervention. Additional failure found pollution iso port kit. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up will be filed.